Event description:
It was also reported the right atrial (ra) lead was roughly wound around the device and a possible fracture was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2007; product ID unknown competitor implantable pacing lead implanted: (B)(6) 2007.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable.